Manufacturer narrative:
No product sample was received. Therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the medication bag appeared completely full and even stated that the tubing looked "dry". The device settings were reviewed and the screen displayed run. The reservoir volume was 396.4 with continuous rate 1ml/hour, ib was 5ml/2hour. They noted that the medication bag decreased by 100 ml based on device settings. Per reporter, the patient stated they were able to look at the medication bag and it was full past the 500 ml line. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.